Manufacturer narrative:
Pump received with cracked and bleeding lcd glass. Pump received with cracked reservoir tube lip, cracked battery tube threads, scratched lcd window, and scratched reservoir tube window.

Event description:
It was reported that the customer had high blood glucose levels of 255 mg/dl. The customer reported a cracked display on the insulin pump. The customer reported that the insulin pump fell to the ground. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.